Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had duplicate inventory with different par levels, adm pocket and replenishments not crossing over properly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate inventory with different par levels and adm pocket were found, and the replenishments were not crossing over properly. A technical support specialist (tss) remote into the station, brought down the application and went to the support interface. The tss then backed up the database and removed the ghost pockets to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had duplicate inventory with different par levels, adm pocket and replenishments not crossing over properly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.